Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel. A revision procedure was scheduled, but until it could occur, the device was reprogrammed. The crt-d was then replaced and at a later date, the rv lead was surgically abandoned. Both products are no longer in service. No additional adverse patient effects were reported.